Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected. The lcd is cracked confirming the customer complaint. Impact to the lcd is the probable cause of the damage. The pcb will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was stated that the device lcd screen window was cracked and unable to read it. There was no patient involvement, and no patient harm/adverse event reported.